Manufacturer narrative:
The involved device was not returned, and photographs were not provided. Therefore, a visual/functional inspection could not be performed. The reporter provided lot information; a product history review was performed. All quality checks performed indicated passing results and all release criteria were met per the product drawing. A labeling review was performed. The packaging label includes the following instructions: ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands.¿ the root cause was determined to be related to customer misuse as the patient bit down on the product and a bite block was not in use.

Event description:
Report received of an oral swab disengagement related to user error. The device was being used on a female patient receiving end of life care. A bite block was not in use. Reporter stated the patient bit the device and it separated into two pieces. Staff were able to remove the device from the patient's mouth and the patient did not have any adverse consequences. The lot number was provided. Neither the device nor photos are available. Although requested, no additional information was provided.